Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and the avaulta solo anterior synthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent the mesh trimming on (B)(6) 2009 and (B)(6) 2010 due to mesh exposure and erosion. It was reported that the patient underwent the mesh excision on (B)(6) 2009 and (B)(6) 2010 due to mesh exposure and erosion; and on (B)(6) 2010 due to mesh erosion. (B)(4).